Event description:
Per the audiologist, the pt underwent two skin reduction surgeries, in 2005 and late 2007. Reportedly, the site "healed well". The pt reported "distorted" sound when using the device. Skin tissue growing up around the abutment continues to be a problem. It was noted that the abutment is not considered "exposed" enough to be ideal for contact between the fixture and the processor. Treatment plan options are being considered. No further info was reported at the time of this report, 2008.

Manufacturer narrative:
The type of event is addressed in the device labeling.